Event description:
It was reported the device experienced an electrical reset. The device remains in use and the patient will be seen in the clinic to have the reset cleared. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.